Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout of the equipment, manual and mechanical modes of ventilation was not possible. There was no report of patient involvement.

Manufacturer narrative:
Corrected from (B)(6) 2015 to (B)(6) 2015. Device was not returned to ge healthcare for evaluation. The distributor performed a checkout of the equipment and confirmed the reported complaint. It was noted that the bag-to-vent switch locking mechanism was broken. The control panel was replaced and the unit was returned to service. The exact root cause of the reported complaint could not be determined as the part was not returned to ge healthcare for investigation.